Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 7000 ,competitor implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead thresholds increased post device changeout. It was further reported that muscle stimulation was present. The lead remains in use. No further patient complications have been reported as a result of this event.